Event description:
It was reported that, "the rep was opening the package and noticed the interior packaging was peeling open. He used another implant they had on hand so the pt was not affected and implant was not on the field."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.